Manufacturer narrative:
Device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without return of the device for evaluation, we are unable to confirm the clinical comments as provided by the health care provider or to determine conclusively the root cause for explant of this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted approximately eleven (11) years and thirteen (13) days, was explanted due to regurgitation and replaced with a 3300tfx 21mm. Through follow up with the health care provider, it was learned this patient was diagnosed with recurring aortic valve stenosis and with moderate to severe mitral regurgitation. His current procedure included re-do aortic valve replacement and mitral valve replacement. The operative findings of the aortic valve include dehiscence of the prosthetic aortic cusp from the prosthesis and aortic calcification. Post procedure, the patient was transferred to the ICU, intubated and in stable condition.